Event description:
The customer reported an ma on in error message. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.